Manufacturer narrative:
For 1 of the events, the investigation determined the was caused by a malfunction of an printed circuit board. The follow up actions were the printed circuit board and measuring cells were replaced. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service representative replaced the measuring cells. For 1 of the events, the investigation determined the measuring cells were not performing within specifications. The follow up actions were the measuring cells were replaced. The system volume check, performance testing, photomultiplier tube high voltage adjustment, and cell blank measurement were successful. The customer ran calibration and controls successfully. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial number: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous low results were generated by the cobas 6000 e601 module. The events involved a total of 4 patients with the following: 2-elecsys hcg + beta test system, 2- elecsys tsh assay. The patients' ages ranged from 25 to 66 years. There were all female.